Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins). It was reported that the rep reported that the doctor does not check impedances in the or after connection. The caller states that motor response was observed below 1.5 and caller later said it was at 0.3. After this the caller used the 3037 to increase the stim to 4 and the patient did not feel anything. She then used her 8840 to check impedances and patient jumped out of the chair. C2, c3, 02, 03, 12, 13, 23, were all over 4k. C0 516, c1 563, 01 1016. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance was not determined and that they programmed around the high impedances to resolve the issue. The patient was sent home on 0-1+ at .2 and they felt in the scrotum comfortably. The health care physician (hcp) wanted the patient sent home on a program that worked. The rep. Stated they were going to check impedance in a month or 2 to see if it has cleared. The rep. Noted that the patient did not literally "jump" out of their chair but the patient did feel an intense sensation. The patient felt the sensation at .1 amps when on program 0-1 + so when testing impedance at 1.0 amps the sensation was much stronger. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported by the representative that the patient could not feel stimulation at 4 amps when checking the first 4 programs/ configurations c1,c2,c3 and c4 but that stimulation was felt at low amps when checking impedance and reprogramming the ipg to using 0-1+, c+0-, c+1-. There were no further complications reported/anticipated.